Manufacturer narrative:
Updated section: h6 (type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) evaluated the unit but was unable to reproduce the reported malfunction. The power was turned off and on and the electrocardiogram was turned on each time and display was confirmed. An inspection was performed based on the service manual. The iabp was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) electrocardiogram is no longer displayed. There was no patient involvement.